Event description:
It was reported that shaft break occured. The target lesion was located in left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, the balloon delivery shaft got kinked at 15cm from the physician's hand. The fractured part did not remain in the patient's body. The procedure completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occured. The target lesion was located in left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, the balloon delivery shaft got kinked at 15cm from the physician's hand. The fractured part did not remain in the patient's body. The procedure completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks and a complete separation 86.1cm distal of the strain relief. There was blood in the guidewire lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.